Event description:
The following has been reported: biomed reported: can't clear air in line alarm. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for set ID sensor hardware failure. Set ID was found to be failing during diagnostic testing. Unit would be giving false air in line errors when cassettes were inserted. No other damage was found. Set ID will be replaced during repair process.